Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgical intervention was taken to replace the device.